Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 22 cm distal to the is 1 connector pin and cut 40.5 cm proximal to the lead tip. A proximal and distal lead fragment were received for analysis, the 3.5 cm long medial lead fragment was missing. An extraction aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized including a visual analysis. Multiple signs of wear were detected on the leads body, in particular in the distal area the insulation was found abraded through, which is assumed to be the root cause for the reported oversensing and inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Cuts into the insulation were noted 27 cm proximal to the lead tip, the rv shock coil was found deformed and the conductor cable of the ring electrode was found broken 13 cm distal to the lead tip. All of these damages most likely occurred during the extraction procedure due to severe tensile forces. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient reported receiving inappropriate shocks on 3-aug-2019. Device and lead were explanted on (B)(6) 2019 due to oversensing and rv lead impedance over 3000 ohms.